Event description:
The complaint reports that: "ez blocker balloons both independently inflating and/or deflating on their own."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed on a potential lot number reported by the customer and no relevant findings were identified. The manufacturing site reports that "based on communication with supplier of catheters, the reported defect was confirmed as "supplier related. Defect is probably caused by small cross-leak between balloons." It was also reported that the supplier opened a non-conformance in order to further investigate.

Event description:
The complaint reports that: "ez blocker balloons both independently inflating and/or deflating on their own.". No patient injury reported. The condition of the patient was listed as "fine".